Manufacturer narrative:
Device codes added, device evaluated by manufacturer updated, evaluation codes added. Service repair performed by the distributor on december 23, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 01, 2017. Product evaluation: the resonator evaluation was completed on april 13, 2017: no damage to the crate was noted; no external damage on the resonator was noted. The reported issue of ¿error 111¿ was confirmed. It was determined that the diode 4th bar was dead and unable to turn on diode stack without error 111. The diode stack was replaced, the resonator was realigned and a new test report was completed. Probable root cause: based on fa report, the probable root cause was determined to be faulty diode stack in the resonator.

Manufacturer narrative:
Service analysis/service repair by the distributor on december 23, 2016. Error 111 rather than error 110 was verified and it was determined to be the result of a faulty resonator. The resonator was replaced. The system was tested and verified to meet manufacturer's specifications. The suspected faulty resonator has not been returned for evaluation.

Event description:
It was reported that error 110 occurred during a prostate procedure. ¿clear problem¿ was pressed to attempt to continue the procedure, but the same error occurred soon after pressing the ¿clear problem¿ button. The physician elected to perform tur instead to complete the procedure. Following the procedure the patient was reported to be "stable". No injury reported.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on december 23, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 01, 2017 and will be reworked in house was noted.